Manufacturer narrative:
The reported event was addressed with phone support. It was confirmed that there had been a lot of charring on the instrument jaws when the issue occurred. The tse explained that the charring caused excessive arcing thus causing the e-100 generator to shut down. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called to report that the e-100 generator had been shutting down by itself several times when the customer was using the synchroseal instrument during ongoing surgery. After each shut down, restarting e-100 cleared issue temporarily, and the surgery could continue. The tse asked if the operating surgeon was experienced in using the synchroseal instrument and the e-100, caller stated he was. The tse explained that e-100 may shut down if excessive arcing between instrument jaws occurred. The tse asked the csr to contact the customer and explain why e-100 may shut down, and also asked the customer if arcing had occurred and how to prevent it. The tse checked the system logs and saw only errors related to loss of communication with the e-100 generator related to e-100 shutting down. The procedure was completed with no reported injury. At a later time, the fse contacted the csr who confirmed that there had been a lot of charring on the instrument jaws when the e-100 shutdown issue occurred. The tse explained this most likely caused excessive arcing thus causing the e-100 to shut down. Intuitive surgical (is) contacted the initial reporter and obtained the following additional information regarding this event: the synchro seal instrument would not be returned for investigation. The instrument was inspected prior to use and customer did not observe any damage or anything out of the ordinary. There was no damage to the instrument noted after the arcing event. A pin gauge was used to inspect the cannula. There was no arcing observed. Dissecting was being performed when the arcing event occurred. The instrument was connected properly. The instrument was in use for hours prior to the arcing event. Prograsp and fenestrated bipolar instruments were in use when the arcing event occurred. The settings used on the generator were coag. The reporter could not confirm if the instrument tips collided with any other instrument or tool during procedure. When the arcing event occurred, the instrument tips were in contact with tissue. The instrument tips did not touch any staples, clips or sutures while energized. The reporter could not confirm the jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no injury to the patient and the patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.